Manufacturer narrative:
(B)(4). The reported difficulty of an iipv event was confirmed in the returned device logs but not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per return instrument test/evaluation testing. A short simulated therapy was performed and completed successfully. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an iipv situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a home patient (hp) had an increased intra-peritoneal volume (iipv) event during dwell one of three on a homechoice (hc) device. The hp stated that they had a last fill of 2000ml and had only drained 23ml in the initial drain. The initial drain alarm was set to 0ml. The hp did not feel overfilled. The technical service representative (tsr) assisted the hp in performing a manual drain. The hp drained 3440ml after repositioning. The hp's largest prescribed fill was 2000ml. The tsr arranged to exchange the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.